Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: confidence kit, no needles (part# 283913000, lot# unknown, qty# (B)(4)) was returned and received at us cq. Upon visual inspection at cq, it is observed that the cement was hardened inside the mixer handle and mixing well of the confidence mixer kit. No damage was observed with the received injector body and injector cap. All the components of the kit were not received at cq. Functional testing: the functional test was failed to perform on the returned device as the cement was solidified. Dimensional inspection: dimensional inspection was not performed as it is not relevant to the reported complaint condition. Document/specification review: the relevant drawings were reviewed during the investigation: no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the confidence kit, no needles (part# 283913000, lot# unknown). There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Mre was not performed as the lot number of the received device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date and year of the event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the cement hardened immediately during pre-surgery preparation. The cement could not be used. Another packed of cement had to be opened and prepared which resulted in a surgery delay of 5min. No other surgery impacts. There was no consequence to the patient. This complaint involves two (2) devices. This report is for (1) confidence kit, no needles. This is report 1 of 2 (B)(4).